Event description:
Information received indicates the trial lead was turned on and jolted the patient in (B)(6) 2006. The lead was pulled during the test stimulation case and the procedure was aborted. Information received with the returned product from the user facility shows no patient injury was attributed to the product problem. Additional information has been requested from the physician. A follow-up report will be sent to FDA if additional information is received. The product was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Final device analysis results reveal the proximal end appears intact and undamaged. Functional testing shows a short is detected between circuits #1 and #6 under the #1 connector. Testing shows the lead has an intermittent short between the #6 conductor and the #1 connector underneath the #1 connector. Slight movement of the lead has caused the short to appear and disappear. Results of system testing show the lead and cable were tested together, as received with an ens. The output was checked with an oscilloscope and there was good output obtained on all electrode combinations except the #1 to #6 combination also, the lead electrodes were placed in 0.9% saline solution and an impedance test was done using the ens and 8840 programmer. Good impedances were observed on all electrode combinations except the #1 to #6 combination.